Event description:
An eos pump state was missed. It was believed that eri occurred in (B)(6) 2012, but in fact it was eos. Eri occurred on (B)(6) 2011. The patient had been sick during this time and was admitted to the hospital. The patient experienced esophageal problems as well during that period. The patient's pump was last filled in (B)(6) 2011 when the patient was having medical issues. The patient has been on oral baclofen. The intrathecal baclofen had not been delivered since (B)(6) 2012 (when eos occurred). The pump was replaced (B)(6) 2012; the catheter was replaced as well because the physician was unable to aspirate the catheter. The pump dose was lowered from 800 mcg/day to 100 mcg/day and the managing physician was aware of the change. The pump contained lioresal 2000 mcg/ml. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8709 lot# l66213 implanted: (B)(6) 1999 explanted: (B)(6) 2012; accessory model 8575 lot# j12142r serial# implanted: (B)(6) 2005 explanted: (B)(6) 2012. (B)(4).

Event description:
Additional information noted that when the patient was sick he wasn't eating and had lost weight.

Event description:
Additional information: per the pump's logs eri (eri: elective replacement indicator; eos: end of service) occurred in october and the pump had later shut down in (B)(6). The patient's family indicated that they couldn't deal with the pump at the time because the patient had 'so many other medical issues going on - pneumonia, hospitalizations, etc.' When seen on replacement day per reporter the patient was just with spasticity, but further noted as 'doing fine'. Per the neurosurgeon withdrawal may have been a part of all his problems.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).